Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a pocket infection. The system was explanted and replaced. The patient's condition post procedure was stable.